Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due mal-alignment.(left). Age at primary: (B)(6). Primary asa: p2-mild disease not incapacitating revision njr index no: 2478750